Event description:
Additional information was received indicating the patient underwent a defibrillation threshold (dft) test to verify system efficacy. The test was completed without issue and data sent to ts for analysis. Analysis confirmed high out-of-range shock impedances in all configurations and explained the variable measurements would not be expected with calcification. Based on feedback the physician elected to continue to monitor the lead with increased follow-up. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements after several months of gradually increasing values. A slight rise in pace impedance measurements was also noted. Boston scientific technical services (ts) discussed potential causes and testing options. The physician elected to increase the shock impedance alert threshold and continue monitoring measurements as there are currently no plans for intervention. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and lead barrel noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was returned without allegation or report of adverse patient effects. It was also noted the patient's rv lead was explanted but would not be returned for analysis.